Manufacturer narrative:
(B)(4). H6 medical device problem code: 3191: patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On 10/01/2025, it was reported by the parent that they noticed the wearable failure message both on the app and tandem tslim pump "sensor failed replace sensor" 2 days after the sensor was put n the arm. The patient's parent removed the sensor and the parent did a bg fs 300 mg/dl. The patient was asymptomatic. She manually enter the bg fs on the insulin pump but was not giving the patient insulin. The parent drove the patient to the emergency. When they arrived the bg fs 300 mg/dl the patient was given a regular IV. The parent inserted a new sensor and it's now working both on the pump the app. They were discharged the same day after 6 hours stay in the hospital and the patient is now feeling fine. Data was provided for investigation. The allegation was not confirmed via data. However, no readings/sensor error/brief sensor issue under an hour was found in connection to the reported allegation. The probable cause could not be determined. No additional patient or event information is available.